Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported failure was confirmed and the user interface holder was replaced. The reported failure/defect could be confirmed by the review of the returned pictures. It was found that the flange of the head shaft was broken. The flange is a part of the fixing mechanism at the bottom of the head shaft for the support hinge to the panel. The consequence of this kind of mechanical damage is that the user interface gets detached and, in a worst case scenario, falls off the ventilator carrier. The ventilator system has successfully been tested for mechanical strength, with a peak acceleration of 15 g, pulse duration 6 ms, and total number of 1000 impacts. Our conclusion into this matter is that the user interface has been exposed to a mechanical force that is greater than it is designed to sustain.

Event description:
It was reported that the user interface holder broke during cleaning. There was no patient involvement. Manufacturer's ref #: (B)(4).